Event description:
It was reported that the preloaded intraocular lens (iol) was fully inserted into patient's left eye and explanted and replaced with a non jnj lens in a secondary procedure. The issue was identified in post-op and after implantation and application of the lens. There were unplanned sutures performed. No other information is available.

Manufacturer narrative:
Section a2, a3, a3b, a4 and a5: unknown/ asked but not available. Section e1:surgeon's email address: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Upon receiving additional information received that it was confirmed that the suspect product was a diu525, 26.0d, but doesn't know reason for explant. Replacement lens was an alcon lens. Patient fine post-op. No other information was provided. Hence a supplementary MDR is needed with the aware date of 12/12/2024, the date additional information was received.